Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2006. Subsequently, the patient experienced an increasing squeaking sound. A revision procedure is planned for (B)(6), 2010.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, the patient experienced an increasing squeaking sound. A revision procedure was performed on (B)(6) 2010 and the acetabular cup and modular head were removed and replaced. The surgeon noted metallosis and removed it also.

Manufacturer narrative:
Date of event - the revision surgery is scheduled for (B)(6), 2010.the user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Manufacturer narrative:
A revision procedure had not taken place at the time the initial medwatch report was filed. Biomet received recent information which included radiographic images and patient notes pertaining to patient follow up visits, laboratory testing and the revision procedure. The information received was reviewed by a biomaterials scientist. The visual interpretation of the radiographs revealed that the acetabular cup was slightly vertical and slightly anteverted. The patient notes state "deep acetabular positioning", which could lead to subluxation or edge wear on the components. However, no conclusions can be drawn as the devices were not returned for evaluation. Event description: was updated to include the information regarding the revision procedure that took place. Relevant tests/lab data: updated to include information from the notes pertaining to patient follow up visits. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." "Elevated metal ion levels have been reported with metal on metal articulating surfaces." This report filed march 29, 2011.